Event description:
A materials manager reported that when an intraocular lens (iol) was inserted into a patient's eye, a posterior capsular tear was noted. The lens was removed and another lens was implanted in sulcus. Additional information was required.

Manufacturer narrative:
A sample device was not returned for investigation. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).